Manufacturer narrative:
The pump ((B)(4)) was returned for analysis, interrogation upon receipt indicated that the pump was delivering bupivacaine (10mg/ml at 0.060 mg/day) and morphine (24mg/ml at 0.145 mg/day). Analysis of the pump found high resistance across the battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received via a healthcare professional (hcp) regarding a patient receiving bupivacaine (10mg/ml at 3.296 mg/day) and morphine (24mg/ml at 7.909 mg/day) from an implantable pump. The indication for use was failed back surgery syndrome and spinal pain. On (B)(6) 2015 the hcp reported that the patient came into the office because the patient's personal therapy manager (ptm) had not been working since the day before. The pump logs were reviewed and on (B)(6) 2015 at 16:02 safe state, reset- low battery, and reset occurred. It was noted that the patient heard the pump alarm on (B)(6) 2015 but did not realized it was the pump until (B)(6) 2015. The patient was uncomfortable but there were no withdrawal symptoms. The hcp planned on giving the patient a single bolus and reprogramming the pump to simple continuous with patient activated (pa) dosing. On (B)(6) 2015 a company representative reported that the pump was explanted on (B)(6) 2015. It was noted that the pump had gone into safe mode shortly after a refill on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.